Event description:
Information was received from a patient regarding an external device. The reason for call was patient could not get the implantable neurostimulator (ins) to charge up. At times it would start charging and after 2 minutes it would stop. Patient had been trying and tried sitting down, laying down, anything they could think of. It did not want to work at all for patient. The issue had been going on for a couple of weeks. Patient used to lay down on the bed and lay on it to get it charged up and it always did. Now it was going back and forth between looking for device and checking recharge quality and does not go to any other screen. Patient did not get any error messages. On the call had patient use the equipment. It was on checking the recharge quality and patient moved it around and it went back to looking for a device. Patient confirmed it did not show no device found or any other screens besides looking for device and checking recharger. Patient saw no damage. A replacement recharger was sent out. Patient also mentioned when they first got implanted it was smooth and now the implant felt like it was smashed in for the last several months. Patient said they will call the pain management hcp to have it checked out. Patient also mentioned they were sent a new paddle in the past and last time they called they had an error message. Additional information was received from patient stating they received the recharger cord replacement, but she is still having a hard time connecting to charge the implantable neurostimulator (ins). Pt got the charge to 40% but then got an error message system problem rm06 - patient did reset the controller and tried to connect to charge but she is having a hard time charging. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient could not get the implantable neurostimulator (ins) to charge up. At times it would start charging and after 2 minutes it would stop. Patient had been trying and tried sitting down, laying down, anything they could think of. It did not want to work at all for patient. The issue had been going on for a couple of weeks. Patient used to lay down on the bed and lay on it to get it charged up and it always did. Now it was going back and forth between looking for device and checking recharge quality and does not go to any other screen. Patient did not get any error messages. On the call had patient use the equipment. It was on checking the recharge quality and patient moved it around and it went back to looking for a device. Patient confirmed it did not show no device found or any other screens besides looking for device and checking recharger. Patient saw no damage. A replacement recharger was sent out. Patient also mentioned when they first got implanted it was smooth and now the implant felt like it was smashed in for the last several months. Pt said they will call the pain management hcp to have it checked out. Patient also mentioned they were sent a new paddle in the past and last time they called they had an error message. Additional information was received from patient stating they received the recharger cord replacement, but she is still having a hard time connecting to charge the implantable neurostimulator (ins). Pt got the charge to 40% but then got an error message system problem rm06 - pt did reset the controller and tried to connect to charge but she is having a hard time charging. A replacement controller was sent out. No symptoms were reported. Pt called back wanting to reply to mdt letter. Pt clarified that implant is not "smashed" but not round like it used to be. Pt clarified that it does not feel as round as it used to but it is working really good.